Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the sec set 15dp w/hanger dehp free experienced component separation and leakage. The following information was provided by the initial reporter: when squeezing drip chamber to prime line, line snapped off the drip chamber resulting in a large spill of IV medications.

Event description:
It was reported that the sec set 15dp w/hanger dehp free experienced component separation and leakage. The following information was provided by the initial reporter: when squeezing drip chamber to prime line, line snapped off the drip chamber resulting in a large spill of IV medications.

Manufacturer narrative:
Investigation summary : a 72215n product was not available for investigation; however the customer provided a photograph of the affected sample, analysis of the photograph identified that tubing had separated from the drip chamber. No obvious signs of residual solvent were visible at the affected joint. The details of this feedback were forwarded to the manufacturing site for investigation. Following a review of the manufacturing process, their analysis confirmed that the separation is most likely to have been caused by an insufficient amount of solvent having been applied to the tubing during the assembly process. This is a manually performed assembly step and is likely to have occurred due to human error. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The quality team at the manufacturing site have been informed of this feedback in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 72215n product in the past 12 months.